Event description:
The ge oec 2600 fluoroscopy system displayed a serial mismatch error message.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the software had become corrupt and was reloaded to the system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.